Event description:
After one week of using, during priming of the catheter,there was fissure on the extremity of arterial connector (under the clamp) leading air entrance. Physician cut the connector and put another one; no consequence for the patient. After this incident, gambro sent one kit prrk5 and replacement with new connector has been made without problem. Physician is wondering if procedure to take the catheter in place inside the patient was right because a lot of betadine (iodine solution) was used around catheter.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.